Manufacturer narrative:
Pt info: unk. Date of event -unk. Product code: unk. Device manufacture date -unk. Claim# (B)(4).

Event description:
Reportedly an implantable collamer lens was explanted. Attempts to obtain additional information have not been successful.